Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2018805. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter the nurse found blood leakage at the root of the indwelling needle after successful venipentacture with indwelling needle. After examination, the patient was ruled out of bleeding at the needle point, and a hole of the size of a pinhole was found at the root of the indwelling needle bolt, which was immediately removed and used for a new indwelling.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter. The nurse found blood leakage at the root of the indwelling needle after successful venipentacture with indwelling needle. After examination, the patient was ruled out of bleeding at the needle point, and a hole of the size of a pinhole was found at the root of the indwelling needle bolt, which was immediately removed and used for a new indwelling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.